Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified a broken device; next to the device are two syringes with gel. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "free silicone in the left axilla." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.